Manufacturer narrative:
The investigation is currently on-going. A supplemental report will be submitted upon completion of the investigation and availability of conclusions. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged the generation of false positive sars-cov-2 results for 3 patients tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (kit lot information not provided). Testing was ordered for asymptomatic screening for admittance to the hospital. Screening at this hospital involves initial testing on 2 different platforms: abbott ID now and bd max. Indeterminate results were obtained on the bd max, and an additional test was performed on the cobas liat with the patients' original sample collections. Two original sample collections were taken at the same time ¿ one that was tested on the abbott ID now, and one that was tested on the bd max and on the cobas liat. The cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system (cobas sars-cov-2 & influenza a/b) is an automated multiplex real-time rt-pcr assay intended for the simultaneous rapid in vitro qualitative detection and differentiation of sars-cov-2, influenza a, and influenza b virus rna in healthcare provider-collected nasopharyngeal and nasal swabs, and self-collected nasal swabs (collected in a healthcare setting with instruction by a healthcare provider) from individuals suspected of respiratory viral infection consistent with covid-19 by their healthcare provider. For each of these 3 patients, a negative sars-cov-2 result was obtained from the abbott ID now, and a positive sars-cov-2 result was obtained from the cobas liat. The customer states the patients would not have been treated for sars-cov-2 after receiving the positive result on the cobas liat. There is no indication of harm or injury. A separate MDR will be filed for each patient.

Manufacturer narrative:
There are several difference between the cobas® liat® and abbott ID now platforms. The two assays have very different sensitivities, and the liat® assay is more sensitive. These differences seen can be due to these different assay limitations. Through the course of the investigation, a product non-conformance was not identified. (B)(4).